Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and found that exit line for no foam was loose on the fitting. Fse removed the fitting and re-taped with teflon tape, replaced tubing from fitting to valves and secured with wire tie. Fse also cleaned no foam spill.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the no foam canister line was broken and leaking no foam into the hydropneumatic area of the unicel dxc 800 pro synchron clinical system. No injury was reported and no erroneous results were generated.